Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the reason for the call was due to a pump motor stall following magnetic resonance imaging (MRI), greater than 2 hours. The rep checked pump logs which showed a motor stall yesterday at the time of the MRI with no recovery noted. The agent asked and the rep confirmed that there were no reports of an audible alarm since the scan and no report of any patient symptoms. The agent reviewed information regarding synchromed 2 (sm2) pumps with MRI and telemetry state. The agent advised the rep to check logs until motor stall recovery was detected.

Event description:
Additional information received reported that after they re-interrogated the pump, the motor stall recovered, and the issue resolved. A motor stall was logged when a telemetry session was initiated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.